Manufacturer narrative:
The instrument will not be returned for evaluation since the site has discarded the instrument. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument,the customer experienced longer seal time than usual. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure, the endowrist one vessel sealer instrument's coagulation time was delayed and the cutting function was not working well. On (B)(4) 2015, intuitive surgical followed up with the customer and was able to obtain the following additional information: the customer used the endowrist one vessel sealer instrument for approximately 5 minutes when the instrument appeared to stop working. There were no error messages and the sealing function needed over 10 seconds after the energy was applied. The patient's vessels were not reported to have been highly calcified nor in the excess of 7mm in diameter. The surgeon held the master grips fully closed during the sealing cycle and the surgeon did not see any tissue effect. The surgeon attempted to use the cut function after attempting to seal, however, the cut function did not work. There was no report of any fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.